Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. There were actually 5 to 7 pumps where the service code 528 occurred regarding potential underdose as the pump motor had stalled and recovered. All of the patients had not experienced any signs/symptoms of withdrawal as a result of the motor stall. It was clarified that they were reporting only that the device alert (service code 528) occurred after interrogating the pump during the regular interrogations because the patients just needed regular refills of their pumps. The 528 service code started to occur after the clinician programmer synchromed application was updated. The clinician programmer synchromed software update had been normally performed by a company representative on 2024-mar-21. The logs of the clinician programmer tablet where these device alerts 528 occurred had been provided. The intrathecal baclofen team at the hospital was to refill another 10 pumps on (B)(6) 2024 and were to monitor precisely if/when this device alert code 528 could occur again. The healthcare provider was to provide the serial numbers of the pumps if the issue occurs again. The model number, serial number, and implant date of the pumps were unknown. Regarding the cause of the motor stall, it was indicated that the logs had been provided. The gender, age, and weight of the patients were not specified, and further indicated as difficult to answer.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving lioresal of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that a new device alert (service code 528) regarding potential underdose was seen as the pump motor had stalled and recovered. The patient did not have an MRI (magnetic resonance imaging) scan. They only performed regular refilling of the pump and interrogation with the tablet. No patient symptom was reported. The date (B)(6) 2024 is considered an approximate date of event (specific month and year known only).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.